Event description:
It was reported that the burr fractured the wire, and a perforation occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). Resistance occurred during replacement of the guidewire with the 330cm rotawire and wireclip torquer using a microcatheter. A strange noise was heard and resistance occurred during insertion of the 1.50mm rotapro using dynaglide mode. Ablation was performed. At the time of ablation, the rotawire was slightly bent. During the fourth ablation, the 1.50mm rotapro came into contact with the rotawire and the rotawire was separated. During removal of the detached fragment using a snare, the fragment was further separated into two pieces. The detached fragment that could not be removed remains over the distal rca to the proximal rca, and the proximal part of the detached fragment perforated the proximal rca, penetrating to the right atrium. Hemostasis at the perforation was performed using a non-boston scientific grafting system. The detached fragment left in the body will be removed by surgery in the future. Hemoglobin decreased and a continuous blood transfusion was required, and the patient was followed up at the intensive care unit (ICU).